Event description:
Servo-I will not run on ac power, but will run on battery. Accordingf to a respiratory tech the ventilator stopped functioning while connected to a pt. Pt was removed from ventilator. An ambu bag was used for ventilation while another servo-I was connected to pt.